Manufacturer narrative:
H10: the investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false negative results with the ID now covid-19 assay performed on a direct tested nasopharyngeal kitted swab.

Manufacturer narrative:
Additional data: h10: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
Initial reporter address: (B)(6). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Please reference related MFR. Report numbers: 1221359-2021-02064.

Event description:
The customer reported (1) false positive result and (2) false negative results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patients 2 and 3. The customer reported two (2) false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal kitted swab. Repeat testing was not performed. Pcr confirmation testing was performed on a nasopharyngeal swab on (B)(6) 2021 and generated positive results. (CT values not provided). The customer reported that sample was collected on the same day; however, the ID now covid-19 assay provided result on the same day and the result of pcr test were provided on the next day. No additional patient information, including treatment and outcome, was provided.